Event description:
It was reported that prior to an unknown procedure, it was found that the shaft part of the device was stained. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Results/conclusions = excessive lubrication. Evaluation summary: the analysis results confirmed that the er420 instrument had krytox residues in the tube, which is a lubricant applied to the instrument during manufacturing process. Additionally, the device was cycled and ejected the clips; however it could not be determined what may have caused the finding. We have documented the reported circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.